Event description:
Caller reported pt was admitted into hosp for dka (ketones 15). Caller indicated that pt's blood glucose was 31 mmol/l. Caller indicated that there were no error messages in the memory. Caller indicated that pt uses tubing longer than recommended.